Event description:
Two weeks after treatment with bovine collagen, the pt experienced signs and symptoms of an allergic reaction at the treatment sites. One month later pt also stated that the test site had become red and swollen. The physician prescribed benadryl and steroids orally for treatment of signs and symptoms.